Manufacturer narrative:
Lab analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, non penetrating nick and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported left side "explantation of allergan prothesis". Healthcare professional later reported "rupture", "discomfort" and "capsular contracture baker grade ii". Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side "explantation of allergan prothesis". Healthcare professional later reported "rupture", "discomfort" and "capsular contracture baker grade ii". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, discomfort, capsular contracture baker grade ii.

Event description:
Healthcare professional reported left side "explantation of allergan prothesis". Healthcare professional later reported "rupture", "discomfort" and "capsular contracture baker grade ii". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6; d9; h6.

Event description:
Healthcare professional reported left side "explantation of allergan prothesis". Healthcare professional later reported "rupture", "discomfort" and "capsular contracture baker grade ii". Device has been explanted and replaced with non-allergan device.